Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Patient reported right side "pain, autoimmune symptoms, arthritis", and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Physician reported "capsular contracture, baker grade iii, breast implant illness", and "patient completed a hair toxicology test which identified the patient had exposure to phenol". Events of "autoimmune symptoms, arthritis", "breast implant illness", and "patient completed a hair toxicology test which identified the patient had exposure to phenol" are not device related. The device remains implanted.

Event description:
Patient reported right side "pain, autoimmune symptoms, arthritis", and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Physician reported "capsular contracture, baker grade iii, breast implant illness", and "patient completed a hair toxicology test which identified the patient had exposure to phenol". Events of "autoimmune symptoms, arthritis", "breast implant illness", and "patient completed a hair toxicology test which identified the patient had exposure to phenol" are not device related. The device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.1, d.4, h.4.